Manufacturer narrative:
The device was not retuned to the MFR for eval. Review of lot records indicated that device met all acceptance criteria prior to release. Based on the available info, the cause of the event could not be determined.

Event description:
Pt presented with signs of infection/cellulitis approximately one month following placement of unite biomatrix on a diabetic foot ulcer as part of a study. Pt was subsequently admitted to hospital where he was diagnosed with urinary tract infection, uncontrolled diabetes and acute renal failure, along with diabetic ulcer. He was treated with intravenous fluids and insulin and was prescribed oral antibiotics on discharge.